Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned by the customer. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during an abscess drainage procedure the wire and catheter broke. A flexima apdl drainage catheter was selected for abscess drainage. During the procedure when removing the introducer wire, the tip of the wire broke off as well as part of the introducer catheter. The patient was transferred to another hospital for removal. The patient's status after the procedure was stable.